Manufacturer narrative:
Concomitant medical products: 419678 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined rv coil impedances that have triggered audible alerts. A possible rv coil fracture is suspected. The rv lead remains in use and will be assessed for revision at the patient¿s generator changeout procedure. No patient complications have been reported as a result of this event.